Manufacturer narrative:
On (B)(6) 2019, haemonetics was made aware of a nexsys pcs device in which the customer's technician observed a damaged device control pcb with a burnt component observed. The customer's technician evaluated the device and did not find any other damaged components, and has ordered a replacement device control pcb to be sent for resolution. Haemonetics has sent a replacement device control pcb to be installed by the on-site technician, who will also ensure that the device is calibrated and meets all specifications prior to being returned to service. There was no donor involved in the procedure when this failure was detected. This failure had occurred prior to the device being powered on and completing the power on self test (post) protocol. The device must pass the post protocol prior to being able to initiate a device and introduce a donor to complete a procedure. The device will detect any hardware failures and will not pass the post until the device has been repaired, preventing risk of injury to the donor as a result of a hardware failure. There were no injuries reported as a result of this incident; however, haemonetics has previously submitted reports of thermal decomposition observed within a device. As a result, this incident is deemed reportable.

Event description:
On (B)(6) 2019, haemonetics received a report from the on-site technician that a device control pcb for the nexsys pcs machine was received with a burn mark on the printed circuit board. This was discovered upon inspection of the device control pcb which was sent to the center to resolve a previous communication error on the device. There was no risk for injury reported as the failure was discovered during inspection prior to the device being powered on and initiating the power on self test (post) protocols. There was no donor involvement. The technician has requested a replacement device control pcb to be sent for repairs.